Manufacturer narrative:
(B)(4). Other remarks: related complaints to this event: (B)(4) and MDR #1219856-2017-00237. (B)(4) and MDR # 1219856-2017-00238.

Event description:
It was reported the rn called the clinical support specialist (css) and stated they had a patient approximately 5'2" and 30 cc intra-aortic balloon (iab). The rn is calling about persistent high pressure alarms. Chest x-rays confirmed there are no kinks in the catheter and the patient is flat in bed. They decreased the iab volume and changed pump consoles and they are not able to resolve the issue. There was no augmentation on the ap waveform and no blood in the catheter tubing. As reported the patient is stable and on minimal drugs. As a result, they decided to have the iab removed and was not replaced with another iab. There was a delay in therapy. No medical intervention was required. There was no reported patient death or serious injury.

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of high pressure alarm is confirmed. The iab bladder has a full thickness abrasion which allowed blood to enter the iab. With blood in the helium pathway, the high pressure alarm can be triggered. The appearance of the abraded area is consistent with repeated contact with calcified plaque on the aortic wall. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. No further action required at this time. Related complaints to this event: tc # (B)(4) and MDR #1219856-2017-00237. Tc # (B)(4) and MDR # 1219856-2017-00238.

Event description:
It was reported the rn called the clinical support specialist (css) and stated they had a patient approximately 5'2" and 30 cc intra-aortic balloon (iab). The rn is calling about persistent high pressure alarms. Chest x-rays confirmed there are no kinks in the catheter and the patient is flat in bed. They decreased the iab volume and changed pump consoles and they are not able to resolve the issue. There was no augmentation on the ap waveform and no blood in the catheter tubing. As reported the patient is stable and on minimal drugs. As a result, they decided to have the iab removed and was not replaced with another iab. There was a delay in therapy. No medical intervention was required. There was no reported patient death or serious injury.